Manufacturer narrative:
Fractured insertion post implant had to be removed. The insertion post is not broken. No product problem detected. Theerefore the reason for the complaint is not comprehensible.

Event description:
Fractured insertion post implant had to be removed.